Manufacturer narrative:
One device was returned for analysis with complaint that the device has a damaged downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log did not confirm the complaint. Visual and functional testing was performed. Damaged dso was confirmed during the visual inspection. Bubbling caused the dso seal to delaminate. The latch flex sensor had melting due to high motor rotations, and the upstream occlusion (uso) seal was buckling. Replaced the dso and uso seals. Also replaced the latch lock flex sensor. The device passed testing post repair.

Event description:
It was reported that the device has a damaged downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.